Manufacturer narrative:
(B)(4).maude report, mw5063747, was received.

Event description:
It was reported that the device began to vibrate and delivered shocks continuously which caused tremendous pain to the patient. The patient was taken to hospital in emergency. A magnet was used to cease the shocks from the device. A malfunction in the device was suspected. Device was explanted and replaced on the same day. Patient was recuperating post-procedure. No additional information was available.